Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing squeaking noise when patient moves.

Manufacturer narrative:
This follow up report is being filed to relay additional and corrected information. Medical product item: 00-8777-048-03, bioloxâ® option hd/adpt, 12/14, 48 x +3.5, lot: 2720517; item: 00-8777-048-04, bioloxâ® option hd/adpt, 12/14, 48 x +7, lot: 2660867. No product was returned; visual and dimensional evaluations could not be performed. The DHR review results for lot 62514536 indicates the devices were manufactured to specifications. Inspection documentation shows all devices that were accepted, completed, and sent to inventory met specifications. DHR review shows no deviations to the standard manufacturing process. DHR shows no anomalies or deviations that would have affected the surgical outcome or contributed to the reported event. Review of receiving inspection report for lot 80503303 (sub lot of 62514536/62483576) indicates the devices were manufactured to specifications. Inspection documentation shows all devices that were inspected met specifications. The device was used for treatment. Surgical notes were not provided. A definitive root cause cannot be determined with the information provided.